Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited inappropriate atrial tachycardia response (atr) due to far-field oversensing. And history of high thresholds. Technical service consultant reviewed the available device data as no malfunction, and recommended programming options to prevent recurrence. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.